Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer alleged that the caregivers saw a red alarm at the central station but it did not sound. There was no report of a patient injury or harm.